Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited functional undersensing due to low signal amplitude measurements, poor r and t-wave ratios in combination with muscle noise. Some of the muscle noise was oversensed. Technical services (ts) discussed automatic gain control (agc) function and discussed the option of collecting a template of the current morphology. Additional information was later received that the device delivered a shock while the patient was prepping for dialysis treatment. The shock was felt to be inappropriate. Technical services (ts) discussed potential programming and troubleshooting options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.